Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a delivery anomaly. The insulin pump was not giving her the insulin when she does a bolus. The piston does not move. The reservoir icon would show it was empty but when they physically look at the reservoir bottle, it would be at 1. The customer's current blood glucose level was 99 mg/dl. The customer's blood glucose level while on the insulin pump would be about 100 mg/dl to 200 mg/dl. The customer's blood glucose level before the insulin pump would be about 600 mg/dl to 700 mg/dl. After troubleshooting was performed the customer was advised that the device was operating as designed and the customer agreed. The customer was advised to monitor the device.